Event description:
Patient underwent a resection of her long finger and a transfer of the second metacarpal bone over to the third metacarpal base. She was fixated into position with a blade plate 1.5mm, but complications during her postoperative course resulted in the middle of the blade plate breaking. The hardware was removed and the fracture repaired.